Manufacturer narrative:
A partial lead with the pin measuring 8.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that patient expired due to cardiac arrhythmia and acute combined systolic and diastolic heart failure. It was also reported that patient had acute on chronic renal failure, and hypertensive heart and renal disease. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.